Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 518 mg/dl. Customer stated that customer was thirsty during high blood glucose. Customer also had blood glucose of 100 mg/dl, 485 mg/dl, 475 mg/dl, 489 mg/dl and 425 mg/dl. Insulin pump will not be return for analysis.